Event description:
Per the clinic, the patient developed a keloid at the implant site and was treated with infiltrations in (B)(6) 2014 (specific date not reported).

Manufacturer narrative:
(B)(4). Implanted device remains.